Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. No sample has not been returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Potential root causes include the supplier's manufacturing process and customer use. The customer could not recall if the issue was related to the aperture drape or the incise drape. The supplier confirmed that the drapes are manufactured with the same fenestration adhesive supplier. The adhesive composition is acrylate, designed for surgical and medical use. There has been no change in the type of adhesive being used by the supplier. Additionally, there have not been any changes in the drape manufacturing process. Quality engineering materials has notified the supplier of this patient's complaint. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A (B)(6) reported that skin tears were observed on the patient's eyelid area postoperatively. Ointment was applied to the area as treatment. The product sample was discarded by the facility. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).